Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). They stated "my stimulator does not feel like it is working the same. I am also having pain in my spine lateral to the implant. I had x-rays for placement a few months back and they didn't see an issue. Additional information was received from the pt. Pt reported it was a sudden change in stimulation area and intensity. The first was around may of last year. They did an x-ray and didn't see that anything was moved. The second tim e was this past sunday. Had nothing to do with the battery levels. It had charge on it both times. Pt have an appointment tomorrow with the office that implanted it. Both times has reduced their pain control. Pt can barely tell it is on currently. Additional information was received from the pt. Pt reports the cause of the device not working was not determined. Pt reports troubleshooting actions taken were being seen by a manufacturer representative (rep) and having their device re-programmed. Pt reports the device needs to be replaced per the rep.